Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of their cycler after ending their pd treatment. The patient reported receiving a drain complication encountered message during drain 1 of 4 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The leak was caused from a tear in the cycler set cassette. The patient was advised to discontinue the use of their cycler and a new cycler was issued. The patient was also advised to follow up with their peritoneal dialysis nurse (pdrn) regarding the replacement. Additional information was requested, however, to date a response has not been received. During the initial call, the patient did not report any symptoms, adverse events, injuries, or medical intervention that was required as a result of this event. The return of the cycler to the manufacturer for physical evaluation was scheduled. It is unknown whether the cycler set is available for return.